Manufacturer narrative:
The system stopped during a patient scan, requiring a rescanning. Root cause and corrective measures are under review. There was no harm or injury to the patient or user. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The system stopped during a patient scan with no error or fault messages. Technician rescanned the patient, and the images had significant artifacts.